Manufacturer narrative:
The assessment of this case was done by means of log file analysis. The unit underwent a power-on self-test in the morning of the date of event which was passed without deviations. The procedure in question was provided as the third case of the day. Immediately when the operation was started the machine gave a ventilator unlocked alarm which indicates that the ventilator drawer has been pulled out after the previous case - possibly to replace the soda lime co2 absorber, and had not been closed completely afterwards. The apollo was operated in manual ventilation mode and the log entries show that the user was not able to build up sufficient pressure in the circuit although tidal volumes of approx. 150ml have been provided. The device alarmed repeatedly for etco2 low and later for apnea co2. Sixteen minutes after start of the procedure the unit was set to standby. No indications for a device malfunction were found. The leak in the patient circuit is to be associated to an incorrectly mounted co2 absorber - the log file entries confirm the results of the visual inspection provided in follow-up of the procedure. The device posted the corresponding ventilator unlocked alarm and, also the impaired gas exchange was brought to the operator's attention by the patient gas monitoring. The device is equipped with a special valve in the pneumatic path ensuring that an absorber leak does not influence pressure and volume application in automatic modes. However, the apollo had been used in manual ventilation mode only. Dräger finally concludes that the device itself was not a contributing factor in the patient's death.

Event description:
It was reported that during a case, the machine would not deliver volume to the patient and the user was unable to bag the patient in manual mode. A user reported hearing a sound coming from the absorber and reportedly noticed that the absorber canister was leaking. The user reportedly tightened the loose absorber canister to address the leak. It was reported that the patient who had severe restrictions in breathing normally had expired. The machine was examined by a hospital technician who downloaded the logs for analysis. The technician reported that after the loose absorber canister was tightened, there was no further problem found with the machine.